Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has partially broken reservoir tube lip, reservoir tube missing o ring, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's act button was sticking. The insulin pump alarmed button error. Customer's blood glucose level was 198 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.